Event description:
Info received indicates the brake is not holding due to the plastic housing of the brake detent cracking, causing the compression spring to fall out.

Manufacturer narrative:
The engineer replaced the brake detent to repair the bed.